Event description:
A customer reported obtaining repeatedly false positive troponin I results on three pt samples. Elevated results of this magnitude may lead to inappropriate physician action. There was no report of pt harm as a result of this event.